Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to a large right middle cerebral artery stroke could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The patient expired on (B)(6) 2020 due to a large right middle cerebral artery stroke. The death was considered to be possibly implant-related, but there was no suspicion related to the function of the device itself. The device operated as expected. No autopsy was performed, and it was reported that (B)(6) would not be returned. There is no product available for investigation. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 during the implant process, smoke was noted in the left atrium and aortic root. A heparin drip was initiated the morning of (B)(6) 2020. During the late hours of (B)(6) 2020, it was observed that the patient had a blown pupil and ischemic stroke. The patient expired. The cause of death was a large right-middle cerebral artery stroke. The family elected to withdraw support. The death could have been implant-related, but no suspicion related to function of the device itself. The device was reported to operate as expected. A CT (computed tomography) scan was performed to confirm the stroke.

Event description:
The smoke noted in the implant surgery was clarified. The transesophageal echo report from the or mentions severe spontaneous contrast in the left atrial appendage. There is no mention of spontaneous contrast in the aortic root. The source of spontaneous contrast is low-velocity flow. No further information was provided.

Manufacturer narrative:
B5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.